Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. The oversensing caused pacing inhibition that resulted in greater than 2 seconds of asystole. The source of the noise was determined by the electrophysiologist to be electromagnetic interference. The patient is dependent, so the rv lead was explanted; however, the tip of the lead was left in the patient. No additional adverse patient effects were reported.